Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown and mastitis of the right side. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "severe pain" and ¿rupture of the device¿. Healthcare professional additionally reported capsular contracture baker grade unknown, foreign body reaction, and mastitis of the right side. The following events are not related to the device ¿severe allergy-like symptoms, shortness of breath, nausea and fatigue. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: - inflammation/irritation: unable to observe as it is a medical event that is not related to the device. - pain: unable to observe as it is a medical event that is not related to the device. - nausea ¿ ndr: not applicable as the event is non device related. - varied injuries ¿ ndr: not applicable as the event is non device related. - capsular contracture: unable to observe as it is a medical event that is not related to the device. - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - allergic reaction/hypersensitivity ¿ ndr: not applicable as the event is non device related. - dyspnea ¿ ndr: not applicable as the event is non device related. - malaise ¿ ndr: not applicable as the event is non device related. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
A patient reported "severe pain" and ¿rupture of the device¿. The following events are not related to the device ¿severe allergy-like symptoms, shortness of breath, nausea and fatigue. Status of device is unknown. This related to the right side.

Event description:
A patient reported "severe pain" and ¿rupture of the device¿. The following events are not related to the device ¿severe allergy-like symptoms, shortness of breath, nausea and fatigue. Status of device is unknown. This related to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain. Also reported: severe allergy-like symptoms, shortness of breath, nausea, severe pain and fatigue, not device related.